Event description:
Event description cpi received information that one day after the implant of this ventak mini ii implantable cardioverter defibrillator (ICD), the ICD exhibited no pacing output on an EKG, and pacing impedance varied from 700 ohms to not readable.